Event description:
Report received of an over-delivery of dopamine due to an operator error in programming the device. The nurse was initiating an infusion using premixed dopamine 200mg in 250ml. It was reported that the premixed bag had red writing on the front indicating a concentration of 800mcg/ml. The rn hanging the infusion did a manual calculation and determined an incorrect concentration for the entire bag of 8mg/250ml. The pump was programmed for the entire bag of 8mg/250ml. The pump was programmed in the dose calculation mode with the drug amount of 8mg and the diluent amount as 250ml to infuse at the dose ordered by the physician of 120mcg/min. From this point, the nurse could not recall if she pressed dose calc to display the software computed rate of infusion in ml/hr, or if she simply pressed the start key, in either case, it was reported that the nurse did not verifty the software computed rate of infusion, which was 225ml/h. Within 2-3 minutes, it was reported that the patient's blood pressure "shot up" to 200/110's mmhg with an increase in heart rate up to 150 beats per minute. The dopamine infusion was immediately shut off. The patient then became "profoundly bradycardic" and went into heart failure, which necessitated transfer back to the ICU for placement of a pulmonary artery catheter with a temporary cardiac pacemaker. Subsequently, the pt reportedly experienced a cerebral vascular accident.